Event description:
It was reported that the patient experienced a high blood glucose level of 258 mg/dl (14.3 mmol/l) between 1 and 4 hours of wearing the pod. The adhesive was secure during wear and there was no leaking noted. There was no medical assistance required. The device evaluation found internal corrosion.

Manufacturer narrative:
The device was returned for evaluation. The download data shows no timeouts or drive stalls. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Due to the alignment of the external bottom housing vent damage and internal reservoir damage, the damage observed was determined to be post use damage. Corrosion was observed on the linkage assembly and mechanism rail. The cause of the corrosion could not be determined. No issues that could have affected insulin delivery during operation were observed. The lot release records were reviewed, and the product lot met all acceptance criteria.